Manufacturer narrative:
The product analysis indicates that the reported issue was confirmed. The patient interface pcb was replaced due to failure. Worn wave washers were also replaced. The device was tested and passed all manufacturing specifications.

Event description:
It was reported by the facility's biomed team that the patient interface was left with a tag that said it was not responding. No additional information was available and no alternate contact was provided. There was no injury reported as a result of this event.